Manufacturer narrative:
According to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), possible adverse events and complications that may occur with the use of this device, or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel. Emdr section h6 codes updated to reflect results of investigation.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect data from the associated study number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this 50-year-old patient underwent implantation of a gore® viabahn® endoprosthesis with propaten bioactive surface in the subclavian artery for treatment of a pseudoaneurysm. An anticoagulant or antiplatelet used in the procedure. Successful primary hemostasis or disappearance of thrombosis of pseudoaneurysm was achieved before closure of access site. All vsx device delivery catheters were successfully removed and the study device was patent. On (B)(6) 2023 the patient was noted to have occlusion of the stent. Treatment and/or hospitalization was not required and the adverse event is ongoing.